Event description:
As reported by the study, this female patient was admitted to the study in 2007. Angioplasty and stenting was performed on a lesion with a stenosis of 90% in the ostium of the left common carotid artery of 30mm in length in a 7.0mm reference diameter. The total stented segment was 30mm. The concentric lesion was calcified (concentric) with no tortuosity and no angulations. The lesion was pre-dilated after an angioguard was successfully deployed distal to the lesion, followed by an 8.0x30mm precise rx nitinol sys. The stent was deployed at the target site and there was a 7-10mm overlap into the aortic arch. The delivery system was withdrawn. A 7x20mm balloon was inserted to post-dilate the stent, with a good result. The angioguard was successfully retrieved and upon inspection, there was thrombotic material found in the filter and there was thrombus adherent to the wire tip distal to the filter during inspection after the device had been removed from the patient. The physician felt that this thrombus should not have been present on the tip of the wire, as the patient was properly anticoagulated. A post-procedure angiogram was performed showing an excellent result in the stented area and improved flow in the cerebral arteries. There was no neurological deficit. There were no procedural complications. Pre-procedure medications included clopidogrel and aspirin. Intra-procedure medications included heparin. Post-procedure medications included clopidogrel and aspirin. The patient was discharged on the next day. Discharge medications included aspirin and clopidogrel.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.